Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to 2-8a errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the erbe to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe error 2-8a was observed multiple times during the case. The issue was communicated at the end of the procedure, and a recommendation was made to replace the cable and check its connection; however, the case concluded before any troubleshooting could be performed. The procedure was completed with no reported injury.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified. Updated annex c - inv findings code 2 to c070601 - deformation/distortion problem. Updated annex d - conclusion desc 1to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the issue was confirmed through system log review, which recorded the following errors: 2-8a, 1-8a, 1-71, and m-02. Upon visual inspection, the unit¿s cover/housing was found to have a small, deep scratch on the right side exposing the underlying metal. Cracks were also observed on the upper left corner of the white bezel, and the heatsink showed noticeable scratches. Functional testing indicated that the unit generated error code m-02-3 at startup. Additionally, review of the internal erbe error log identified the presence of c-84 errors. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable root cause of customer reported errors is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
Refer to h11 for follow-up information.